Event description:
My health has dramatically declined over the past 10 yrs. I now have days where I can't even get out of bed. I am (B)(6) and am on 17 medications. I have multiple medical issues that can't be explained. Based on doing some research, there are thousands of women with same symptoms as myself, all of them have implants and dramatically improve their health once the implants are removed. Severe brain fog, severe memory loss, cant concentrate, severe insomnia, ibs, eoe, food allergies (sudden onset), extreme fatigue, shortness of breath, depression, anxiety, pain in right shoulder and arm pit, pain under left arm and shoulder pain in ribs / charlies horse type pain. Chest pains, vasospastic angina, neck pain, nerve blocks, migraines, dehydration, dry skin, sciatica, vision changes, nipple discharge (yellow / green), major itching of right breast and arm pit, restless leg, ringing in ears, and loss of upper body strength.